Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion, however, did not receive an alarm. Subsequently, the customer was hospitalized. Although requested by tandem technical support, the customer declined troubleshooting or to provide additional information regarding the issue.